Event description:
This is the case of a (B)(6) male who was admitted to (B)(6) hosp on (B)(6) 2012 with a subarachnoid hemorrhage. The pt underwent a cerebral and iliac angiogram to evaluate for an avm on (B)(6) 2012. The right femoral artery was catheterized using a cook micropuncture transitionless 4f introducer set. During femoral access, difficulty developed when a small, 10 mm fragment of a 0.018 wire was inadvertently sheared and left in the vessel at the bifurcation of the femoral and deep femoral vessels. It was watched throughout the case and there was no movement. After consulting with members of the medical team and the pt's family, the decision was made to retrieve the fragment later the same day. There was no harm to the pt and the pt was discharged to subacute rehab without any further sequela from this incident.